Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a correction bolus. The pod was leaking.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification, however, the exposed portion of the soft cannula was found damaged. Although damage was observed to the soft cannula, the timing and cause of the damage is unknown. The download data does not show any timeouts or drive stalls during operation. It could not be determined if this damage contributed to the cannula dislodging. Inspection of the cannula assembly found no other evidence of any damage or manufacturing deficiencies that would result in the cannula to dislodge. A root cause for the reported dislodged cannula could not be determined. A leak test found no leaks or tears in the soft cannula. No other damages or manufacturing deficiencies were found during this investigation.